Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while establishing final arm angle and clip open while locked) could not be determined in this complaint. Additional therapy /non-surgical treatment and delayed therapy/non-surgical treatment are case specific circumstances as the clip opened again more than 5 degrees, increasing mitral regurgitation (mr) to 3, causing a clinically significant delay in the procedure. A second clip was deployed to stabilize the opened clip and to further reduce mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted enlarged anatomy and mitral annulus calcification. The xtw clip delivery system was advanced to the mitral valve, and the clip was placed, reducing mr to 2. However, the clip opened to 5 degrees while locked when establishing final arm angle/efaa. The efaa steps were performed a second time but failed. The leaflets were un-grasped, and the clip was retracted back to the left ventricle. Efaa was successfully performed. And therefore, the clip was deployed. However, the clip opened again more than 5 degrees, increasing mr to 3 causing a clinically significant delay in the procedure. A second clip was deployed to stabilize the opened clip and to further reduce mr. The two clips were implanted, reducing mr to 2. There was no adverse patient sequela. No additional information was provided.